Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 25 mm sjm trifecta valve was implanted. On (B)(6) 2016, severe aortic valve regurgitation was noted. Recommended treatment options included either a tavr or re-do surgical aortic valve replacement; however, as the patient was reported to be in stable condition and before proceeding, the patient wanted a second opinion. Subsequent information received from the patient indicated on (B)(6) 2016, a tavr was performed and post procedure; the patient reported he was doing fine.